Manufacturer narrative:
The product was not return for analysis. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt was a male but his age unk. The target lesion was proximal left anterior descending artery. The lesion was a de novo and slightly tortuous but was not calcified. A guide wire (rinato) crossed the target lesion. Ivus was conducted and calcification was not observed. Pre-dilation with a balloon (2.5/15mm: ikazuchi) was conducted and cypher (2.5/13mm) was delivered to the target lesion. While the balloon was being inflated, the contrast medium leakage was observed at 2 atm and the pressure wouldn't increase. Therefore, the sds was removed from the pt. Physician inflated the balloon outside of the pt and found the leakage from the balloon. The procedure was safely finished. There was no pt injury reported. The product was clinically used and will not be returned for analysis due to the pt's infectious disease.